Manufacturer narrative:
The reported no elevator broken was confirmed through evaluation of the device. Findings noted in the evaluation include elevator body sticking, passed dry leak test, dust inside middle lcb distal cover glass glue, passed wet leak test, forward body cover joint seal ring worn or loose thread, fluid invasion not observed in control body or pve connector. The device was refurbished, cleaned, disinfected, angle adjustments were made, and the video image calibrated, and returned to the customer. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
A customer requested an RMA for an ec38-i10l (sn: (B)(4)) hd video duodenoscope, indicating that the elevator angulation mechanism was broken. The customer reported the failure occurred in the operating room during pre-inspection. There was no report of patient/user injury, adverse events, delay in the procedure or a need for medical intervention. This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Evaluation summary: it was determined, that the cause of the complaint was that the elevator could not be raised to the proper position, due to wear of parts. Correction information: h6: coding changed, based on the investigation result.